Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported "high flows" event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting (B)(6) 2018 to parameters above the normal operating range. Three (3) low flow alarms were logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump, resulting in the increase in power and estimated flow. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted to the emergency department on (B)(6) 2018 with suspicion of pump thrombosis and hypodense lesion in the superior pole of the left kidney, compatible with renal infarct. Patient was admitted with elevated lactate dehydrogenase (ldh) which peaked in the 2500¿s, elevated plasma free hemoglobin (hgb) peak at 350 and cola colored urine (hematuria/pigmenturia). Patient had a period of high flows couple hours prior to admission but then subsided. Right heart catheterization with preserved cardiac index and normal hemodynamics. Due to elevated ldh, plasma free hgb and continue pigmenturia. Decision was made to take the patient to operating room for a pump exchange, surgery went well, surgeon was not able to visualize a clot on the pump. Patient is currently stable and recovering. No further patient complications have been reported as a result of this event.